Event description:
It was reported that the asymptomatic patient presented in the or for a lead revision. Fluoroscopy revealed externalized conductors. An increase in the low voltage impedance was observed. The lead will be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.